Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition, including the dislodged cannula, could have contributed to the reported admittance in the intensive care unit, coma and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: freestyle libre 2 plus. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient lost consciousness and was transported to the (B)(6), where they were admitted into the intensive care unit with hyperglycemia on (B)(6) 2026. The patient's blood glucose levels reached 38 mmol/l (684 mg/dl) and ketones at 7.8 mmol/l while wearing the pod. When admitted into the hospital, it was discovered that the pod reportedly fell off the infusion site (leg), causing the pod cannula to dislodge. The patient did not know when that occurred. The patient was in a coma for 4 days while hospitalized and was treated with unspecified fluids and insulin drip. The patient was discharged on (B)(6) 2026. A new pod was applied.